Manufacturer narrative:
The ca 19-9 reagent lot number and expiration date were not provided. Investigation is ongoing.

Event description:
We received an allegation about discrepant results for 1 patient's sample tested with elecsys ca 19-9 assay on a cobas e 411 immunoassay analyzer. Initial result: 0.828 repeat result: 31.64 the units of measurement were not provided. The initial low result is in question.

Manufacturer narrative:
The field service engineer (fse) checked the analyzer and did not find any operational problem. The fse found that the sample/reagent probe and the sipper probe were contaminated. He cleaned both probes. He checked the operation of the cleaning system. The fse checked the dispensing position in the analyzer and it was okay. The fse did a performance check and the instrument was performing within specifications. The investigation determined that the root cause of the event was due to contaminated sample/reagent probe and the sipper nozzle. The service actions (the sample/reagent probe and the sipper probe) resolved the issue. No further issues were reported afterwards.